Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "leaking on extension line". No patient injury or consequence reported. No medical intervention performed. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The instructions for use (IFU) provided with this kit warns the user, "warning: open catheter clamp prior to infusion through lumen to reduce the risk of damage to extension line from excessive pressure." A device history record review was performed and two relevant findings of extension line leak during use was found out for material mc-34052-200a in lot number 13c21l0265 and for material c-15802-018a in lot number 13c21k1277 and further investigation has been initiated under teleflex's quality system by the manufacturing site in regards to extension line leak during use. However, without a sample returned it cannot be determined if this is relevant to the reported customer complaint and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported: "leaking on extension line". No patient injury or consequence reported. No medical intervention performed. Patient condition reported as "fine".